Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed visual inspection on the returned sensor and no physical damage was observed on sensor patch. The sensor adhesive was not returned, therefore no further investigation can be conducted for this particular complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described nausea and a loss of consciousness. Customer was unable to self-treat and required treatment of sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed visual inspection on the returned sensor and no physical damage was observed on sensor patch. The sensor adhesive was not returned, therefore no further investigation can be conducted for this particular complaint. Issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h6 (adverse event problem) was incorrectly documented in the previous report. Correction has been made.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described nausea and a loss of consciousness. Customer was unable to self-treat and required treatment of sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described nausea and a loss of consciousness. Customer was unable to self-treat and required treatment of sugar by third-party. There was no report of death or permanent injury associated with this event.